Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead returned in one piece measuring 10.5 cm. Full breach insulation degradation was noted adjacent to the connector boot at 4.5 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.